Event description:
"Phlebotomist was drawing a pt using eclipse needle and yellow holder, needle was in the pt's arm and the phlebotomist proceeded to push tube on the back, when she did the needle came out of the pt's arm and stuck the phlebotomist in the hand." Customer said that it appeared that the grooves on this holder were not deep and defined as they were on others. Possible root cause is over used holders.